Event description:
Hill-rom received a report from a hill-rom technician stating the head end and right foot brakes were not holding. The bed was located at the account. There was no pt/user injury reported.

Manufacturer narrative:
The technician found the head brake and right foot casters were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance bed. The technician replaced the head brake and right foot casters to resolve the issue. Based on this info, no further action is required.